Manufacturer narrative:
H6- medical device problem code 2017 clarifier: against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel closure using proglide devices relative to an abdominal aortic aneurysm procedure. Reportedly, 4 out of 6 proglide devices had withdrawal problems, requiring them to be forcefully removed. No additional information was provided at this time.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure based on the reported information, it is possible the issue was related to patient anatomical conditions; however, this cannot be confirmed as there was no reply for requested information. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated to no. E1: physician updated.